Manufacturer narrative:
The reagent lot number was 869013 with an expiration date of 31-oct-2026. The field service engineer (fse) observed a bent sipper probe, a bent bead mixer paddle, a loose sample disk cover, and foam inside multiple reagent compartments. The fse verified the analyzer's performance and confirmed it was within specification after maintenance. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg stat results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 1.17 miu/ml. The customer's midday qc was out of specification. Qc was repeated successfully, and the sample was repeated. The repeat result was 1.15 miu/ml. The analyzer was restarted, and the sample was repeated. The result was 1.19 miu/ml. The sample was also sent to another laboratory, and the result was 8000 miu/ml.